Manufacturer narrative:
Since the device was not returned to the service hub for assessment, we were unable to replicate or verify the reported issue. A 12-month service could not be performed because no serial number was provided. D9 - device available for evaluation: no.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event occurred on an unspecified date and involved an unspecified pca 7.03 w/ mednet pump. The customer reported that the device is not delivering the dose from a basal and trigger and handed the information to epic. The event was discovered when the dose administered in epic was significantly greater than the amount of drug pulled from the cabinet. It was further stated by the customer that in their biomed environment, it appears that it is pumping correctly. There was unknown patient involvement, unknown patient harm reported and unknown delay in therapy.